Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding an inaccurate phenotype detected (esbl positive) for escherichia coli in association with the vitek® 2 ast-n233 test kit (ref 413117, lot 6331020103). For the investigation, one (1) ast-n233 card of the customer lot (6331020103), and one (1) card of a random lot (6331319203) were tested from cpse subcultures. Vitek 2 aes phenotype obtained the result ¿inconsistent¿ on the customer lot, and shv-1 hyperproduction on the random lot. According to the aes demonstrator knowledge base (kb) v8.01, the mic of ceftriaxone (cro), piperacillin-tazobactam (tzp), and cefotaxime (ctx) do not match with the expected phenotype ¿high level cephalosporinase (ampc)¿. The reference method was used to check the mic for cro,tzp, and ctx. The vitek 2 mics for cro, tzp, and ctx were in agreement compared to the reference mics. With the aes demonstrator tool, aes proposed ¿extended spectrum beta-lactamase¿ on ast- n233 card using the reference mics. The expected phenotype ¿high level cephalosporinase (ampc)¿ confirmed in-house by the reference methods (pcr ampc positive (dha+) and diffusion method) is not given by the aes due to the mics of tzp and cro. The mics are considered to be atypical for matching with the expected phenotype. Vitek 2 lot 6331020103 met final qc release criteria, and passed qc performance testing.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of an inaccurate phenotype detected (esbl (B)(6)) for escherichia coli in association with the vitek® 2 ast-n233 test kit (ref 413117, lot 6331020103). The ast-n233 test kit was used in conjunction with the ast-xn05 test kit (lot 1480864103) to perform repeat analysis of the isolate after obtaining the esbl phenotype proposal with the vitek® 2 ast-n372 test kit (ref 422241, lot 0221286104, ((B)(4))). Testing was performed with the vitek® 2 ast-n233 + xn05 (n233 lot 6331020103, xn05 lot 1480864103) and obtained esbl as a single choice phenotype proposal with a correction applied to the esbl test from negative to positive. See case (B)(4) for the complaint registered to the ast-xn05 test kit. Synergy testing was performed as an alternative method and obtained a negative result for esbl. There is no indication or report from the laboratory that the (B)(6) esbl phenotype proposals led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.